Event description:
It was reported that during a percutaneous coronary intervention removal difficulties were encountered. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery. The 2.5 x 20mm nc quantum apex balloon catheter was advanced over a non bsc guide wire and inflated once to 20atms. The physician attempted to remove the device, but it was frozen on the wire. The guide wire and catheter were removed as a single unit. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the tip was damaged. There was no other damage to the catheter. Functional testing was performed by loading a .014" guidewire into the tip and completely advancing through the wire lumen without encountering any resistance. The wire was not stuck in the lumen of the catheter, as reported, and the difficulty loading was not confirmed. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention removal difficulties were encountered. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery. The 2.5 x 20mm nc quantum apex balloon catheter was advanced over a non bsc guide wire and inflated once to 20atms. The physician attempted to remove the device, but it was frozen on the wire. The guide wire and catheter were removed as a single unit. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.